Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 12-sep-2108. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary atery. A 4.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A promus element,mr,ous 4.00x20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent rows with proximal stent strut row 5 lifted and pulled distally and stent strut rows 1-7 from proximal end damaged and misaligned. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.